Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced possible peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced possible peritonitis, coincident with automated peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the possible peritonitis event. The cause of the possible peritonitis was not reported. Treatment for the possible peritonitis event was not reported. Dianeal and extraneal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the possible peritonitis. No additional information is available.